Event description:
The customer reported that when the pod fired, he felt the needle stick him twice. He continued to wear the pod for 6 hours and when he checked his blood glucose, the pdm read high (500mg/dl). When the pod was removed, it was noticed that the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire properly and determine its root cause or to confirm the reported kinked cannula and determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.